Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection procedure, the surgeon encountered trouble with the device - tissue pad came off. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Batch # n92x4d. The device was returned with the blade damaged with the tip off. The blade tip was not returned. This blade tip portion may have broken off the device during transport to our analysis site. The tissue pad was damaged, melted, and 100% present. The reported complaint was for a detached tissue pad. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Metal contact marks were observed on the blade surface. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.